Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing pain and is unable to bend knee.

Manufacturer narrative:
Other devices used: catalog #00599603012, nexgen lps articular surface, lot #60368794. The following were manufactured by zimmer (B)(4). Catalog #00598603702, nexgen option stemmed tibial component, lot #60725418. Catalog #00597206129, nexgen all poly patella, lot #60658332. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of components related to the event. Review of the primary operative notes confirms the patient underwent a bilateral total knee arthroplasty due to osteoarthritis of both knees. Trial components revealed full extension, no flexion contracture, no recurvatum, appropriate tracking of the patellofemoral, and it was noted that flexion and extension gaps were equal. The final components were cemented into place. The range of motion and stability were found to be excellent with well-balanced gaps and there was acceptable tracking of the patella. There was full extension, no recurvatum, and no flexion contracture. Alignment was appropriate, the flexion and extension gaps were equal, and the patellofemoral tract was appropriate. Compatibility of the implants was verified with no issues found. Based upon the evidence provided, no definitive root cause for the patient¿s symptoms could be determined at this time.

Manufacturer narrative:
Compatibility of the implants was checked. It was found that a size e femur was used with a size cd 3-4 articular surface. These sizes are not compatible with each other and was an error to implant these two devices together. Based on the evidence, it was determined that the root cause of the pain was user error by using non compatible products.